Event description:
Customer reported erroneous high access free t3 (triiodothyronine) and access total t3 above the normal reference range, and access total t4 (thyroxin) in the normal reference range for one pt sample when using the unicel dxi 800 access immunoassay system. The test results did not correlate with the pt's clinical presentation. The sample was tested with two alternate methodologies producting test results in different clinical categories. The samples was sent t beckmann coulter inc (bci) for testing. The presence of a heterophile antibody was confirmed. The initial results were reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there wa a change to pt mgmt.

Manufacturer narrative:
Sample was tested at bci. Heterophile testing demonstrated the presence of interfering substances leading to falsely high free t3 and total t3 results since at least one of the heterophile blockers used in the test significantly lowered both signals. Product labeling states: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy of diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the result of pts suspected of having these antibodies." Root cause was determined to be the presence of a heterophile antibody in the pt's sample. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events.